Event description:
IV potassium hung via secondary IV tubing found to be free flowing into primary tubing set. It is important to note that this secondary tubing had been used twice by this nurse prior to this event and worked well. The primary normal saline bag was changed prior to the hanging of this potassium on the secondary tubing. The secondary tubing was replaced with new tubing, and the potassium was attempted to run again with an immediate backflow into the primary tubing. Infusion was stopped and all tubing was changed. Both primary and secondary tubing were retained.